Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including severe joint pain in all joints, couldn't sleep, numbness in left breast, severe carpal tunnel on both wrists, severe raynauds - extremities go numb and white and loose circulation, rheumatologist diagnosed rheumatoid arthritis, scleroderma, and lupus. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis.